Event description:
Literature was reviewed from a case report regarding a 57-year-old male patient who previously underwent surgical aortic valve replacement with an unknown bi-leaflet 25-mm mechanical valve. Approximately one year later, due to late prosthetic valve endocarditis, the valve was replaced with a 23-mm freestyle bioprosthetic valve. A post-implant examination noted mild peripheral edema, and a computed tomography (CT) revealed a large partially thrombosed mediastinal collection. A transthoracic echocardiogram showed a large ascending aorta pseudoaneurysm which had already eroded the sternum, and a cavity posterior to the freestyle valve with communication to the left ventricle outflow tract causing moderate periprosthetic leak. Surgical intervention was performed using peripheral cannulation with periods of circulatory arrest when needed under deep hypothermia and endoaortic balloon occlusion. During the procedure ventricular fibrillation occurred, and the large pseudoaneurysm ruptured which released fresh and organized thrombus, white pus, and blood. The cavity was thoroughly washed, and two bleeding points in the aortic wall were repaired with direct buttressed sutures. Post-operatively the patient progressed well on an antibiotic regimen. A few months following the intervention the patient underwent a transcatheter procedure to successfully treat persisting perivalvular leak. No additional adverse patient effects were reported.

Manufacturer narrative:
Citation: ranchordás et al. Repair of a gigantic ascending aortic pseudoaneurysm: a challenging approach. Rev port cardiol. 2023 aug; 42(8):741-744. Doi: (B)(4). Epub 2023 apr 3. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.